Event description:
It was reported that the ratchet handle is damaged-does not come apart. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. During device evaluation it was discovered that the device was not able to perform the up/down ratcheting motion. The carrier/device fails to advance or move forward due to damaged comb. The gears on the mesher were also stuck. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit was confirmed to have a stuck ratchet. The ratchet gear and bottom roll were replaced and resolved the reported issue. The unit was last serviced in 2022 and has not returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: canada.